Event description:
The customer had reported that the purple activation button kept getting stuck. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the purple activation button sticks in the on position.

Manufacturer narrative:
(B)(4). One used lf4318 device was received for evaluation. Visual inspection found no defects. Functional evaluation found that the activation button stuck in the "on" position. This condition either renders the device non-functional or the device will complete the current seal cycle and then become non-functional. However, in the unlikely event of a partial cycle, intentionally done at the discretion of the surgeon, the potential for a small inadvertent burn exists with this failure. To date, there have been no patient injuries reported for this issue. The investigation attributed this condition to a design issue. This issue is currently under further investigation by covidien. Manufacturing non-conformances were reviewed, and no entries pertinent to the customer¿s report were noted.